Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that distal tip detachment occurred. A 185cm j-tip pt guidewire was selected for use. However, upon opening for use, it was observed that the tip had a crack or breakage. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that distal tip detachment occurred. A 185cm j-tip pt guidewire was selected for use. However, upon opening for use, it was observed that the tip had a crack or breakage. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that upon opening the guidewire for its use during preparation, it was observed that its tip was damaged, making its use impossible.